Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing shingles condition was exacerbated by the lifevest equipment. Patient described the area as uncomfortable. There was no alleged device malfunction contributing to the irritation. The patient¿s cardio nurse stated it was ok to remove the lifevest at night for relief of the pre-existing condition of shingles but did not prescribe any medication due to the electrodes. The outcome of the irritation is unknown.